Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 378 mg/dl. Customer stated the device was in her dress and it was exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.